Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report high blood glucose levels and air bubbles in the reservoir. The customer's blood glucose level was 409 mg/dl. The customer treated with a bolus and a manual injection. The customer also reported the pump read 24 hour warm-up. The customer stated she did not bolus the morning of the call. The customer did not troubleshoot. The customer stated she would monitor her levels and call back if problems persisted. Nothing was replaced or returned.